Event description:
The customer reported that alarms were not sounding at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not sounding at the patient information center ix (pic ix) central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.